Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the pulse generator was connected to the leads, the electrocardiogram (ECG) signal revealed loss of pacing. The device was removed and replaced.